Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, they were seen by their dentist and provided a letter or recommendation. The dentist stated, that the patient is experiencing tmj pain, due to the aligners. Patient referred to oral and maxillofacial surgeon. And to take 800mg of ibuprofen for pain as needed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.